Event description:
It was reported that 334 days after implantation of a 3.00x32 mm taxus express2 drug eluting eluting stent, an in-stent restenosis occurred. During the initial procedure, a stenotic lesion was located in the mid right coronary artery (rca). No information was reported concerning lesion calcification or vessel tortuosity. After inflation with a 2.75x10 mm cutting balloon, the lesion was pre-dilated with 3.0 mm diameter maverick balloon. Next, a 3.0x32 mm taxus stent was deployed in the lesion followed with post-dilation using a 3.5 mm diameter quantum maverick balloon. No information was reported on the post-intervention percentage stenosis. The patient received asa, heparin, nicardipine, nitroglycerin, integrilin and plavix intra-procedurally. No information was reported on patient complications. The patient presented 334 days after the initial procedure with in-stent restenosis in the rca. A 3.24x15 mm cutting balloon was inflated in the lesion. The lesion was then predilated with a 3.25x15 mm quantum maverick balloon. Next, a 3.0x32mm taxus stent was deployed in the region of the previously placed 3.0x32mm taxus stent. The deployed stent was post-dilated using a 3.25 mm diameter quantum maverick balloon. No information was reported concerning patient complications.

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.